Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother stated the pump stop vibrating anymore. Customer's mother was unable to troubleshoot because they don't have the serial number and was unable to verify the device.